Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that via phone call that the insulin pump had partial display screen. The insulin pump's screen was missing 2-3 lines of pixels. Their blood glucose was 5.5 mmol/l at the time of the incident. Troubleshooting determined that, the insulin pump should be replaced. The customer was advised to discontinue use of the pump and revert to a back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device received with missing segment or partial display, problem isolated to lcd board. Unable to perform self-test, and displacement test due to missing segment.